Manufacturer narrative:
The ceramic beak of the sheath shows char from arcing and a small piece is missing from the ceramic beak. It is possible the electrode was fired when inside the sheath causing damage to the ceramic beak and to the electrode. We cannot confirm. We filed MDR (mfg #: 9610617-2017-00026) on the electrode.

Event description:
Allegedly, during a procedure, arcing occurred and damaged the ceramic beak and a piece may have fallen into the patient or it may have been removed with the resected tissue. The hospital reported that there was no injury to the patient. The hospital did not respond to medical event questions so we cannot confirm the whereabouts of the piece and whether it was retrieved or left inside the patient.